Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted in the aortic position using non-everting mattress sutures. The patient's native aortic annulus was noted to be calcified heavily. In 2017, leakage was observed and the patient presented with symptoms of cardiac failure. Since their visit, the patient has been monitored closely with symptoms controlled by medication. On (B)(6) 2018, advanced cardiac failure was diagnosed and surgical intervention was scheduled. On (B)(6) 2018, the valve was explanted and replaced with a 19mm crown/prt stented aortic heart valve (sorin). Upon explant, a tear was observed at the base of the rcc along the stent post, with neither pannus nor calcification reported. The commissure between the ncc and the lcc had fused with the valsalva sinus. Post-operatively, the patient is reported to be stable. The leaflet and the sewing cuff was damaged/fractured during explant. The user expressed concerns that although the 21mm trifecta valve had been sized ER the IFU, the valve may have been too large for the patient's native annulus.

Manufacturer narrative:
An event of explant due to regurgitation was reported. The reported tear seen at explant was confirmed. Tears were found in the base of all three leaflets, and all three leaflets were fibrotically thickened. No inflammation or significant calcifications were found. Stent post 1 was bent circumferentially, stent post 3 was bent outwards and the stent ring was slightly ovalized. As this was an explanted valve it is not possible to confirm when the observed stent deformation occurred but the report indicated the leaflet and the sewing cuff was damaged/fractured during explant. It is also possible manipulations at the time of implant may have contributed to the stent deformation as the user reported the valve may have been too large for the patient's native annulus. The extent of the leaflet tears prior to explant could not be conclusively determined. Leaflet 2 was folded, which may have been an artifact of the tear in the leaflet and bent stent post. The device history record was reviewed and demonstrated that each manufacturing and inspection operation was performed satisfactorily. Based on the report of the narrow patient anatomy and observation that the commissure between the ncc and lcc had fused with the valsalva sinus, it is possible that interaction between the valve and patient anatomy contributed to the performance of the valve. The patient anatomy and the selected valve size (21 mm), may have contributed to the observations of stent deformation and leaflet damage. It should also be noted that the replacement valve was smaller in size (19 mm). However, the cause of the reported event remains unknown.